Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2026 that the patient's log files were submitted for review. The log files captured two speed drops below the low-speed limit (lsl) on (B)(6) 2026 at 2:25. There were no other unusual events recorded in the log file event history. The patient was transferred to a different hospital that placed the patient on an orange ungrounded cable for possible short to shield. The patient experienced intermitted flow blanking with the flows reading with no active alarms. The physician requested a driveline repair and x-ray images. It was communicated on (B)(6) 2026 that the system controller was exchanged during an incision and drainage (I&d) procedure, as the communication was not working with the monitor.